Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that it looks like the sweep speed changes on the monitor. The device was in use at time of event, there was no adverse event reported.

Event description:
The customer reported that it looks like the sweep speed changes on the monitor. The device was not in use at the time of the reported event. There was no reported patient impact / injury. A philips field service engineer (fse) went onsite and upon evaluating the device, determined the reported failure was caused by a software mis-match. The fse reloaded the software to resolve the sweep speed change issue. The device remains at the customer site.

Event description:
The customer reported that it looks like the sweep speed changes on the monitor. The device was in use at time of event, there was no adverse event reported. Fse onsite called to report per wo-06638619 (8/26/2022). Report is that flex cardio software was mis-matched on stations where the random sweep speeds would occur. Once the flex cardio software was made the same on all stations, the issue reportedly went away.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. - 05oct2022 / jr. The customer reported that it looks like the sweep speed changes on the monitor. There was no reported patient impact / injury. A clinical assessment (ca) was initiated(B)(4). CAPA pr 387687 and fco fco86400041 were also initiated. Any additional investigation or action taken will be documented in the respective CAPA. No additional action was deemed warranted at this time.